Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15950521. Product family: precision spectra ipg kit, upn: m365sc11320, model: sc-1132, serial: (B)(4), batch: 16225733.

Event description:
It was reported that the patient experienced pain at the lead site and it was noted that the patient was not getting stimulation. All device components were explanted and were not returned as they were kept by the medical facility.